Event description:
As reported (B)(4) 2013, a patient presented for an endovenous laser procedure. At the beginning of the procedure, when opening the device packaging, it was noted the fiber was bent in half. The device was set aside and a new of the same device was used to successfully complete the procedure. There was no harm or injury to the patient due to this event as the reported disposable device did not come into contact with the patient. It was reported the disposable device is available for return to the MFR for eval.

Manufacturer narrative:
The reported defective device has yet to be returned to the MFR for a device eval. The firm is attempting to obtain the device. A review of the lot history records was performed for the reported lot number for any deviations. The review confirms that the lots met all material, assembly, and performance specifications. An investigation into the root cause of this incident is currently in progress. The results of the investigation and any follow up info will be sent via a follow up medwatch. (B)(4).